Manufacturer narrative:
A ge representative contacted the customer by phone and directed them in repairing the system. The customer successfully rebooted the system; the reported problem could not be reproduced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not complete boot up. There is no report of a pt injury or death associated with this event.